Event description:
It was reported that customer had low blood glucose between 37 mg/dl and 50 mg/dl. Customer disconnected from insulin pump and woke up with blood glucose of 220 mg/dl. Customer reconnected to insulin pump and blood glucose dropped again between 48 mg/dl and 50 mg/dl. Troubleshooting showed that insulin pump was working as designed. Customer and healthcare professional requested that insulin pump be replaced due to low blood glucose when worn. Insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the delivery accuracy test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window, a scratched reservoir tube window and a cracked reservoir tube.